Manufacturer narrative:
A ge service representative performed an onsite investigation. However, the service representative did adjust the power supply. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported the system displayed and invalid signal input error message and would not boot up. There is no report of patient injury.